Manufacturer narrative:
Appropriate term/code not available (3191) ¿ device perforation. Appropriate term/code not available (3191) ¿ device tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported pain, anxiety, severe depression, physical limitations, mental anguish and stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order for neither device. No other complaints on lot. Product is manufactured and inspected according to specifications. The following allegations have been investigated. Tilt, vena cava (vc)/organ perforation, fracture, unable to retrieve, embedment, pain, anxiety, severe depression, physical limitations, mental anguish and stress no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right common femoral vein due to current deep vein thrombosis (dvt); multi trauma ¿ pelvic, sacral & lumbar fractures, immobility r/t continuous mechanical ventilation, hit and run by motor vehicle. Patient is alleging, ¿tilt, vena cava perforation, fracture, device is unable to be retrieved, organ perforation ¿ penetration of diaphragmatic crus adjacent to aorta and pancreatic head, embedment, pain post implant.¿ patient further alleges, ¿I am not certain which specific symptoms or bodily injuries I may have suffered as a result of the cook inferior vena cava filter. I am relying on the experts that will be retained by my lawyer to determine this information. However, the ivc filter has tilted, embedded, and it has perforated the vena cava, causing penetration of diaphragmatic crus adjacent to aorta and pancreatic head; the filter has also fractured, and the device is unable to be retrieved. I also experience pain, constant anxiety, mental anguish and stress about the status of my filter and any related injuries.¿ patient further notes, ¿I can no longer jog because my blood pressure elevates due to the fear I have of the filter migrating. Severe depression - it cannot recall the exact date I began to worry and have anxiety about the status of my filter and any related injuries.¿ CT abdomen wo IV contrast. "Re-demonstration of ivc filter which is again suprarenal in location with the tip of the and filter within the intrahepatic ivc. Multiple ivc filter struts which extend beyond the confines of the ivc. Ivc filter is tilted to the right. Prominent right-sided right which penetrates the right diaphragmatic crus just adjacent o the aorta which may account for pain on inspiration. Additional prominent strut anteriorly which appears to about the adjacent pancreatic head. Additionally fractured strut is seen within the posterior perirenal space along the superior psoas." Impression: "re-demonstration of abnormally high positioned ivc filter with few prominent struts which extend beyond the confines of the ivc as well as interval struct fracture as detailed above." Report from CT, vascular consultation. "I reviewed the images with the patient in the office as well as read the report. My interpretation is that there is inferior vena cava filter behind the level of the liver. This appears to be pretty central. I see no filling defect on the images that I observed. After reviewing the struts there are 4 main struts at the 12, 6, 3, and 9: o'clock position. Between each struts are 2 sets of smaller struts for a total of 8 secondaries in for primary struts all appear to be symmetric. The top cap is in place with the hook in its location. Also further review suggests that the primary hooks have actually perforated the inferior vena cava filter in all 4 quadrants demonstrating good fixation. Inferior vena cava filter behind the level of liver. Although she is complaining of some shortness of breath/discomfort under her right rib I find it difficult given the sensory receptors in the venous system that this is exactly is being caused by the filter. Also review of the 2009 CT scan demonstrates the filter has been in this location since then. When counting out all the struts there appears to be no sign of embolization."

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2008". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.